Event description:
Customer reports a blood leak noted in the dialysate compartment 1 hour into the pt treatment and after the 28th reuse. New disposables were used to continue the treatment without incident. Nothing unusual was noted with the treatment prior to the alarm. No pt injury or medical intervention reported.